Event description:
It was reported that patient called to ask about the status of her information packet which she said she had returned to us on (B)(6). A search of the stryker patient database located no patient per on record. She also asked us to explain the recent letter she just received from her doctor saying that her hip implant had been recalled. The patient states she has been in tremendous pain for a long time. She stated she was hospitalized in (B)(6) 2012 with a severe infection in her hip. She also states there is a large hole/indentation in her hip at the site of her implant.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.